Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. There is no report of specific trauma. Re-implantation is considered.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The parents of the patient suspected a decline in the patient_s hearing over the past month, however as the patient hears well on the contralateral side, they could not be sure. There is no report of specific trauma. The patient has been re-implanted.